Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete. Other text : an investigation is in process

Event description:
The customer stated a cell-dyn 3700 analyzer generated discrepant platelet result for one patient sample. The cell-dyn 3700 analyzer generated an initial platelet result of 226 k/ul. The patient sample was repeated the next day and a platelet result of 1753 k/ul was generated. There was no adverse impact to patient management reported.